Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. The following additional information was requested: we received the user facility medwatch #(B)(4). Is the device available for return? If yes, to whom can we send a return shipper kit (name, address and phone number)? Would you like a letter of the device analysis once it has been completed? If the device is no longer available, can you please confirm if the device was given to an ethicon sales rep to return? If yes, do you have the product complaint number (pc number) the complaint was returned under and the sales' reps name? The following additional information was received from customer: "I do not have any information other than what was initially provided. " (B)(4).

Event description:
See attached user facility medwatch # (B)(4).